Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine generator change. Prior to procedure, during the pre-operation device interrogation, it was noted that the right atrial (ra) lead exhibited an unspecified over-sensing. The ra lead was capped and replaced on (B)(6)2025. The patient was discharged.